Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the issue. The system displayed a communication error in the emitter details. The representative replaced the axiem box and emitter and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The axiem box was returned to the manufacturer and functional testing and visual /physical examination was performed. No fault was found during testing. The emitter was returned to the manufacturer for evaluation, and the reported problem was confirmed. Functional testing and visual/physical examination was performed. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Em interface showed a fault on coil 3.

Event description:
A medtronic representative reported that outside of a case, the navigation system was displaying communication error messages in the emitter details portion of the software. The representative verified all the connections were seated properly. The system is displaying number 7. When the representative unplugged the emitter, the communication error turned green, but when it was plugged back in, it turned red.